Event description:
It was reported that "when vcare instrument was being retracted out of the vaginal canal with the uterus/ovaries sutured to the uterine cup, the shaft and balloon slid through the cervical and vaginal pneumo cups. Specimen and two cups were manually removed with graspers." No pt injury reported.

Manufacturer narrative:
A review of sentinel events, indicated that this reported malfunction is MDR reportable. When the investigation report has been completed, a supplemental report will be filed.